Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was difficult to press and delayed in responding to presses. Customer applied additional pressure to the wake button and continued to use the pump for insulin therapy. There was no reported adverse impact.